Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 2 photos submitted for evaluation. The reported issues of connection issue and leakage were not confirmed upon inspection of the photos. Analysis of the sample showed that the reported defects were not observed. Bd cannot confirm the cause of the failure since no sample was returned for evaluation. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported by customer that has been a report of issues with a stopcock used during an emergent ER endo case, specifically leaking and not attaching well to the minnesota tube. Verbatim: rcc received a complaint via email. The simulation team called me yesterday with a latent threat that they found with minnesota tubes and the stop cocks. There are 2 versions with the same item number but one is leaking and causing issues. I wasn't sure who to get a hold of. In the two pictures below, the shorter one leaks and is causing issues because it does not connect well. Sounds like we need to get rid of the leaking version somehow.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.